Manufacturer narrative:
Evaluation: results and conclusion: (arterial trauma/dissection/perforation); (severely calcified and frail vessels); (balloon). Secondary intervention required.

Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely calcified and frail vessels. It was reported that physician was modeling the stent graft (mdr2953200-2008-01008) with a reliant balloon. While inflating the balloon the vessel wall was perforated. The balloon was completely within the stent graft while the balloon was being inflated. The physician placed an aortic cuff to treat the perforated vessel. No additional clinical sequelae were reported and the pt is fine.